Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 6 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2017 with complaints of pain associated with the area of the skin at the driveline insert. The patient stated that they believed they could have irritated the site due to too much bending and moving. There was a small amount of yellow-tinged serous fluid noted from the dirveline site in the ed. The patient stated there was no discharge or blood that morning at the time the dressing was changed. Complete blood count demonstrated no elevated white blood cell count. Comprehensive metabolic panel, lactate dehydrogenase (ldh) and prothrombin time/international normalized ratio were normal. Driveline culture was sent. The patient was sent home with an oral bactrim bid and a follow-up appointment with the vad clinic the next day. The culture came back positive for staphylococcus aureus. A repeat culture was completed on (B)(6) 2017 which was also positive for staph aureus. The patient was instructed to continue bactrim bif for 10 days, however they only completed 7 days of the medication. The patient had follow up appointments with infectious disease and the cardiac, vascular, & thoracic surgeon. At the time of both visits, the suspected driveline infection had improved. The patient continued to have no other signs or symptoms of infection.